Event description:
It was reported that the implantable device was explanted after one year of service due to therapy upgrade, as the implantation of an epicardial lead required an is-1 header instead of an is-4 header. The determination of an epicardial lead was made due to the left ventricular (lv) lead being attempted to reposition as it exhibited diaphragmatic simulation, however, it was unsuccessful. Subsequently, this lv lead was surgically abandoned and replaced for the epicardial lead. No additional adverse patient effects.